Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), the recommended sheath size to be used with a 24 mm amplatzer septal occluder is 9f delivery sheath.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. The defect being treated was confirmed to be and atrial septal defect. It's was noted during procedure that the occluder exhibited a cobra deformation. Despite this deformation, there was no contact with intracardiac tissue, and no kink or bend was observed on the delivery system. The deformed device was successfully remove before it was released from the delivery cable. A replacement 24mm amplatzer septal occluder and 10f amplatzer trevisio intravascular delivery system were prepared and use to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.